Event description:
A customer reported an issue with the responsiveness of the touchscreen on their pump, noting that the screen was frozen and not responding to input. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.